Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2.0 mg/ml at 0.3063 mg/day) via an implanted pump. The patient¿s medical history was reported to be chronic back pain, spondylosis, ddd (degenerative disc disease), anxiety, fibromyalgia, and neuropathy. It was reported that the patient had lost weight (exact amount unknown) in 2020 and the original pocket location in the lower right flank was now down in the right upper buttock and it was uncomfortable when sitting and trying to sleep. The patient still reported good pain relief; she just wanted the pump moved to a more comfortable area. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be that the patient had lost weight and she slept on her right side. No falls or injuries were reported. The patient consulted with the doctor about pump relocation on an unknown date. No troubleshooting was performed. On (B)(6) 2021, the pump was successfully relocated from her right flank/upper buttock area to her right lower abdomen in the front. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.